Event description:
A report was received that the pt was scheduled for a revision. Recently, it was reported that the revision was due to discomfort at the pocket site. The physician relocated the battery. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.